Event description:
Medtronic provided the following information: it was reported that during use of the sphere 9 catheter for radiofrequency ablation on the cavotricuspid isthmus (cti), ventricular fibrillation was observed during each radiofrequency application. Defibrillation was required to treat the ventricular fibrillation and restore sinus rhythm. Intracardiac echocardiography catheter imaging was used to visualize the cti region, and a thrombus was initially suspected; however, it was later determined that the object was another manufacturers implantable cardioverter defibrillator right ventricular lead. The procedure was completed. No further patient complications have been reported as a result of this event. The biotronik serial number was unable to be obtained. Should additional information be received this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.